Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform was manufactured on 2007 and is more than 12 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed intermittent pixelization on the lcd screen and observed a sticky clutch. The probable cause for the observed lcd and clutch plate problem could be due to normal wear and tear of the autopulse platform. The lcd screen and the clutch plate were replaced to address the observed problem. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the reported complaint date. The processor board was replaced to address the ua132 system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, upon powering on, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.